Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with lens damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and delivery accuracy testing were performed. The customer's reported problem could not be duplicated. According to the investigation the pump delivery accuracy was little low (-0.3%) but well with spec. (+/-3%). No further action required. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was delivering too slow by 2 ml. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.